Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the pt had the right cylinder of his spectra removed and discarded due to the "tip of the right cylinder extruded through a distal corporal defect." The space was irrigated with vancomycin and gentamicin. No additional pt complications have been reported in relation to this event.